Event description:
It was reported that undersensing, oversensing, and intermittent loss of capture was observed for the right ventricular lead. The lead was capped and replaced. Additional information received through follow up with the sales representaive indicated that there was device undersensing and/or oversensing. The physician was unclear if the lead had fractured, and decided to replace the lead due to the age/history of the lead. The device was also replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that undersensing, oversensing, and intermittent loss of capture was observed for the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed "impedance/resistance decrease". A decrease in impedance is observed on the svc lead impedance trend during the week of (B)(6) 2010 to 56 ohms. The impedance recovers slightly to a high of 92 ohms on (B)(6) 2010. Analysis also revealed "interference/noise". High v-sic counts are observed on (B)(6) 2010, 300 counts occurring on that day. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
Product ID (B)(4).

Event description:
It was reported that undersensing, oversensing, and intermittent loss of capture was observed for the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Additional information received through follow up with the sales representative indicated that there was device undersensing and/or oversensing. The physician was unclear if the lead had fractured, and decided to replace the lead due to the age/history of the lead. Additional information was received which indicated that the lead had an insulation breach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.